Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.80x19mm graftmaster. The rx graftmaster stent mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. The reported patient effects of dissection and death, as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the left anterior descending (lad) artery. After deployment of the 2.75x28mm xience prime stent implant, a vessel dissection was noted, which was treated with deployment of a 2.80x19mm graftmaster stent implant. The patient reportedly expired on the table. The cause of death was not reported. There was no additional information provided.